Event description:
The manufacturer received information alleging a service required code related to the ventilator's active exhalation control module. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's inlet air filter and proportional valve were replaced to address the issue. During the evaluation, the ventilator failed a test step during testing. The flow sensor was replaced to address the issue. There was evidence of contamination.